Event description:
Additional information was received via the (B)(6) that agree with arc (peri-procedure myocardial infarction) based on the slightly troponin I post-procedure. The minutes state that post-procedure the electrocardiogram (ECG) reported no new major st-t abnormalities and no q waves. ECG revealed sinus bradycardia with a heart rate of 53 beats per minute, with t-wave inversion and biphasic t-waves consistent with anterolateral ischemia, as was noted in the physician discharge summary. The post-procedure course was uncomplicated and the patient was discharged on (B)(6) 2010 on dual anti-platelet therapy. Adjudication minutes confirmed that one year after the index procedure, the patient underwent placement of a drug eluting stent (cypher) in the proximal left anterior descending (lad) coronary artery. The procedure was uncomplicated and there were good angiographic results.

Manufacturer narrative:
As reported by the (B)(4) study, a (B)(6) male patient underwent revascularization of the proximal left anterior descending (lad) one year after the index procedure. Past medical history includes angina, previous percutaneous coronary intervention, peripheral artery disease, hyperlipidemia, hypertension, myocardial infarction, smoking, gastrointestinal reflux disease, migraines, anxiety, and arthritis. The target lesion was located in the proximal lad. The lesion was described as 85% stenosed, thrombosed, 18mm in length, de novo, type b2, with no calcification. The reference vessel was 3.0mm in diameter and moderately tortuous. The lesion was pre-dilated with a 3x15mm non-cordis balloon catheter. A 3.0x23mm cypher rx stent was successfully implanted at 14atms. Post-dilation was not performed. Residual stenosis was 0%. The vessel was thrombus absent after the procedure. Pre and post-procedure timi flow was 3. No dissection occurred during the procedure. At the 30 day follow-up, 6 month follow-up, and 12 month follow-up the patient experienced angina. No treatment was reported. One year after the index procedure, the patient underwent re-pci with implantation of a 3.0x13mm cypher stent in the proximal lad. The patient was compliant with anti-platelet therapy. There were no procedural complications reported. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors and vessel/lesion factors that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
Additional information was received on (B)(6) 2011 indicated that approximately 18 months after the index procedure, the patient underwent coronary artery bypass surgery to the proximal lad. The patient presented with crescendo angina, and angiography revealed instent restenosis of the ostial/proximal lad. Both stents were restenosed. The patient underwent double coronary artery bypass grafting (reverse saphenous vein graft anastomosed to the aorta and then a free right internal mammary artery anastomosed to the vein graft and then anastomosed to the lad, reverse saphenous vein graft from the aorta to acute marginal branch of the right coronary artery).

Manufacturer narrative:
.

Event description:
Additional information was received confirming the patient underwent revascularization of the proximal left anterior descending (lad) coronary artery one year after the index procedure due to coronary artery disease. The investigator's impression remained unchanged (unrelated to cordis product).

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00101 and 3003742446-2012-00004.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, the patient underwent revascularization of the proximal left anterior descending (lad) one year after the index procedure. Approximately 18 months after the index procedure, the patient underwent a CABG to the proximal lad. Additional information was received via the cec adjudication minutes that agree with arc (peri-procedure myocardial infarction) based on the slightly troponin I post-procedure. As reported by the (B)(4) study, a (B)(6) male patient with past medical history including angina, previous percutaneous coronary intervention, peripheral artery disease, hyperlipidemia, hypertension, myocardial infarction, smoking, gastrointestinal reflux disease, migraines, anxiety, and arthritis. The target lesion was located in the proximal lad. The lesion was described as 85% stenosed, thrombosed, 18mm in length, de novo, type b2, with no calcification. The reference vessel was 3.0mm in diameter and moderately tortuous. The lesion was pre-dilated with a 3x15mm non-cordis balloon catheter. A 3.0x23mm cypher rx stent was successfully implanted at 14atms. Post-dilation was not performed. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. No dissection occurred during the procedure. Additional information was received via the cec adjudication minutes that agree with arc (peri-procedure myocardial infarction) based on the slightly troponin I post-procedure. The minutes state that post-procedure, the electrocardiogram (ECG) reported no new major st-t abnormalities and no q waves. ECG revealed sinus bradycardia with a heart rate of 53 beats per minute, with t-wave inversion and biphasic t-waves consistent with anterolateral ischemia, as was noted in the physician discharge summary. The post-procedure course was uncomplicated and the patient was discharged on (B)(6) 2010 on dual anti-platelet therapy. At the 30 day follow-up, 6 month follow-up, and 12 month follow-up, the patient experienced angina. One year after the index procedure, the patient underwent implantation of a 3.0x13mm rx stent in the proximal lad. According to the investigator, the event was not related to cordis product or the index procedure. There was no distal disease left untreated during the index procedure. "Healthy tissue to healthy tissue" was covered by the stent during the index procedure. Addendum: there was no thrombosis in the proximal lad after cypher rx stent implantation. The patient did not have a myocardial infarction. No treatment was given for the angina. The patient was compliant with anti-platelet therapy. The current status of the patient was that he was alive. Additional information was received confirming the patient underwent revascularization of the proximal lad due to coronary artery disease. Approximately 18 months after the index procedure, the patient underwent a CABG to the proximal lad. The patient presented with crescendo angina, and angiography revealed in-stent restenosis of the ostial/proximal lad. The study stent had been previously implanted with a 3.0 x 13mm cypher rx that had been placed proximal to the study stent and both stents were restenosed. The patient underwent double coronary artery bypass grafting (reverse saphenous vein graft anastomosed to the aorta and then a free right internal mammary artery anastomosed to the vein graft and then anastomosed to the lad, reverse saphenous vein graft from the aorta to acute marginal branch of the right coronary artery). The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00101 and 3003742446-2012-00004.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Event description:
As reported by the (B)(4) study, the patient underwent revascularization of the proximal left anterior descending (lad) one year after the index procedure. The target lesion was located in the proximal lad. The lesion was described as 85% stenosed, thrombosed, 18mm in length, de novo, type b2, with no calcification. The reference vessel was 3.0mm in diameter and moderately tortuous. The lesion was pre-dilated with a 3x15mm non-cordis balloon catheter. A 3.0x23mm cypher rx stent was successfully implanted at 14atms. Post-dilation was not performed. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. No dissection occurred during the procedure. At the 30 day follow-up, 6 month follow-up, and 12 month follow-up, the patient experienced angina. One year after the index procedure, the patient underwent implantation of a 3.0x13mm rx stent in the proximal lad. According to the investigator, the event was not related to cordis product or the index procedure. There was no distal disease left untreated during the index procedure. "Healthy tissue to healthy tissue" was covered by the stent during the index procedure. There was no thrombosis in the proximal lad after cypher rx stent implantation. The patient did not have a myocardial infarction. No treatment was given for the angina. The patient was compliant with anti-platelet therapy. The current status of the patient was that he was alive.